Event description:
It was reported that there were high right ventricular lead thresholds. A pace/sense lead was added and the chronic lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2009.